Manufacturer narrative:
The investigation is ongoing.

Event description:
According to our edwards affiliates in australia, during a transcatheter aortic valve replacement (tavr) procedure utilizing a 29mm sapien 3 via the right transfemoral approach, the balloon catheter encountered resistance while advancing through the aortic arch and was ultimately unable to cross the aortic valve. A second balloon catheter was subsequently prepared, and balloon aortic valvuloplasty (bav) was successfully performed. Upon removal, a tear was observed at the tip of the esheath. The patient remained stable throughout the procedure and did not sustain any injury. Preliminary examination of the esheath revealed a split and torn distal tip, with the liner appearing bunched at the distal end. As reported, bav was planned due to the presence of a bicuspid aortic valve morphology, specifically a fusion of the right coronary cusp (rcc) and non-coronary cusp (ncc).

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery provided showed a distal tip that was split and torn, the sheath liner was fully expanded. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting distal tip failure on esheath/esheath+, with evidence of radial tip tearing, have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to improper tip expansion (involving variability in the tip scoring process), patient factors, and/or procedural factors. Improper tip expansion has also been shown to potentially lead to secondary complications/failures. The reported event of a torn distal sheath tip was confirmed through evaluation of the provided imagery. The sheath tip was found to be torn and split, with the liner fully expanded. No manufacturing non-conformances were identified during the evaluation, and a review of the device history record (DHR) and instructions for use (IFU)/training materials revealed no deficiencies. Additionally, no abnormalities were reported during device unpacking or preparation. Available information suggests that both patient-specific factors such as calcification and vessel tortuosity and procedural factors such as variability in tip expansion and device manipulation likely contributed to the event. The failure mode is consistent with sheath tip tear events associated with the tip scoring process. Prior investigations have shown that such tears can result from improper tip expansion, which may lead to interference between the valve and the sheath tip. Tortuous anatomy can exacerbate this interference by promoting non-coaxial alignment between the devices, increasing the likelihood that valve struts may catch on the sheath tip during advancement, resulting in elevated resistance and potential tearing. Similarly, calcification can contribute to non-coaxial trajectories and may restrict proper tip expansion by creating a constrained condition at the distal sheath shaft. This can increase resistance during system advancement and lead to tip damage. In the reported case, it was noted that the balloon catheter did not track easily through the aortic arch and failed to cross the aortic valve. A second balloon catheter was used to complete the balloon aortic valvuloplasty (bav), and upon removal, the sheath tip was observed to be torn. The presence of calcification and tortuosity may have subjected the sheath to suboptimal angles during insertion, advancement, or withdrawal, increasing interaction between the devices and the vessel wall. Additionally, sharp calcific nodules could have directly damaged the sheath tip or shaft. If high push force or manipulation was applied to overcome resistance during device advancement or removal, this may have further contributed to the tip damage. Based on the available information, it is likely that a combination of patient anatomy and procedural handling contributed to the reported sheath tip tear. However, a definitive root cause could not be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.